Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reported that sometimes the device display is hardly readable. Customer will send the pump to (B)(4).